Event description:
It was reported that after a scheduled insertable cardiac monitor (icm) device implant procedure the icm device was coming out of the incision site. Boston scientific device tracking received a call from the patient advocate. The patient advocate provided the icm device was falling out. The patient advocate also noted the patient had a reaction to the tape that was used to close the implant wound. Subsequently the patient was seen at the hospital. The physician explanted the icm device. The icm device is not expected to be returned. There is no plan to implant any other devices at this time. No additional adverse patient effects were reported.